Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 5040536, model/ catalog description: linear st lead kit 50 cm.

Event description:
It was reported that the patient was experiencing discomfort at the lead site. No device malfunction was suspected. The patient underwent a revision procedure wherein the anchor was repositioned deeper. The patient was doing well postoperatively.